Event description:
Event description boston scientific crm received information that the magnet rate obtained during a transtelephonic monitoring (ttm) session indicated the battery of this device was at elective replacement time (ert). Two months later, the patient had been seen at the clinic and a magnet rate of 100 pulses per minute was obtained. Though the patient was instructed to schedule an additional follow-up visit, no appointment had been made. During a visit to the clinic four months later, this pacemaker was unable to be interrogated by the programmer. At this time, no attempt was made to confirm the magnet rate as it was noted that the patient did not feel well during magnet application. The device was explanted and successfully replaced.